Event description:
It was reported that the user experienced sustained hyperglycemia on the ilet system following usual announced meals, with a highest cgm reading of 271 mg/dl and a confirmatory meter value of 269 mg/dl, lasting about 11 hours; the user was using a contact detach infusion set on the abdomen with an fsl3+ cgm, reported no site leakage, and updated body weight on the ilet with assistance. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.